Event description:
It was reported that the pt expired after an implant duration of 37 days due to unk reasons. No further details were provided. It is unk if pt's death was device related. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.